Event description:
Pt was fit into softmed breathable toric (enfilcon a) contact lenses. After wearing the contact lenses for a week or two, the pt returned to the eye care practitioner (ecp) stating the lenses irritated the eyes and the pt did not like the contact lenses. The ecp informed the pt that they had an eye infection. The pt was prescribed lotemax eyedrops. Attempts by coopervision to receive additional information regarding this incident have been unsuccessful to date.

Manufacturer narrative:
Event was reported by an e-mail from the pt's mother directly to coopervision. This is being reported as an unconfirmed eye infection. Method: no lot information, no lenses, no device information, no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusion: no conclusion can be drawn.